Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose values reached over 400 mg/dl. For treatment, mother stated son is being given 2 intravenous (IV) lines and was given 4 units of insulin via manual injection. The patient was reported to be vomiting. The patient felt that it was the pdm that was at fault, due to every time she replaced the pods, the bg levels would go back up. The patient had high ketones.